Event description:
It was reported that the rotawire detached, chest pain and pericardial effusion occurred. A 1.25mm rotablator rotalink plus and a rotawire were selected for use during a percutaneous coronary intervention (pci). During the procedure, a non-boston scientific guidewire could not cross the occlusive segment of the proximal right coronary artery (rca). The decision was made to perform rotational atherectomy. Then, a 1.25mm rotablator burr and rotawire were sent to the occlusive segment of the proximal rca for rotational treatment at 150,000 rpm. Due to tortuosity of the blood vessel, the burr leaped forward during the rotation procedure, and it was prompted that the rotawire was fractured. The patient had chest pain at that time, and a little pericardial effusion was observed by color ultrasound. The patient's blood pressure was 180/95mmhg, and he still had chest pain, who was given 3mg morphine injection followed by a subcutaneous injection of 7mg morphine, and the chest pain improved after medication. After 30 minutes of on-stage observation, reexamination of the angiography showed that the local contrast agent staining disappeared, the patient's blood pressure stable, and the chest pain was almost gone. Then, a coronary artery bypass grafting was recommended at a later date. The broken rotawire was removed with surgery. The patient is in stable vital signs after the rescue.